Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit shut down while in use on patient with no alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
No parts were returned for failure investigation, therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that the unit shut down while in use on patient with no alarm. During follow-up with the reporting nurse, she confirmed there were no changes in the patient's vital sign, no medical intervention was required. The patient was placed on nasal cannula and did well. The was admitted for chronic congestive heart failure and hypoxia. The customer reported that the unit was in use on patient, but there was no patient harm reported.